Event description:
The patient was implanted with a left ventricular assist device. Approximately four months post-implant, during a routine clinic visit on (B)(6) 2011, the patient's daughter mentioned seeing pump power increased to 11.4 watts, the previous evening while the patient was sleeping. After a review of the event recorder on the history screen, the patient's blood pressure medications were increased and the patient was sent home. The following evening, the patient was admitted to the hospital ICU with complaints of shortness of breath and was treated with diuretics and oxygen. Pump parameters were reviewed and found to be unchanged. In the next few days while admitted in the hospital, the ICU nurses noted two (2) low speed operation alarms, first at 19:29 on (B)(6) 2011 with pump flow 5.0, power 8.3, pi 5.8, speed 7340, hr 66, pap 47/11 (22) and second at 00;18 on (B)(6) with pump flow 5.9, power 10.3, pi 5.4, speed 7560, hr 69, pap 51/31 (26). Both occurred while the patient was supported by the power module. The patient was asymptomatic. X-rays of the entire percutaneous lead were requested to compare pump position on x-rays from implant and current admission. There appeared to be no apparent changes to the percutaneous lead noted. Currently, the patient condition remains stable and pump parameters are in normal ranges with no further alarms.

Manufacturer narrative:
The patient remains on lvad support and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.